Event description:
It was reported that the patient reported some old alarms with a blank screen and could not explain it further. On interrogation of the vad, there were multiple low voltage alarms. The patient said that each time it was the black power cable and reported cleaning clips and batteries. The emergency backup battery (ebb) in the primary controller was used 54 times and no power disconnect alarms were seen. The event log recorded data from (B)(6) 2022 to (B)(6) 2022 and there was only one unusual power cable disconnect recorded (B)(6) 2022 at 12:34. This event appeared to have been associated with the battery and battery clip connected to the white power lead at the time of this event. The periodic log data recorded from (B)(6) 2021 to (B)(6) 2022 showed the ebb use count increased from 30 to 54 uses on (B)(6) 2022. Each of those events would indicate that there was a loss of external power to the system controller. However, the data on the periodic log did not capture data that could be used to troubleshoot the issue. Additional information was received that on (B)(6) 2022, the power cable disconnect alarmed when the patient connected but not when the healthcare professional did it. The mobile power unit (mpu) serial number was not provided but the patient reported that the alarms occurred while connected to the mpu. The battery charger was also filled with dust and debris and it was cleaned and also the clips were cleaned. Related MFR: 2916596-2022-13614.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient having some old alarms with a blank screen as well as low voltage alarms was not confirmed as the controller was not returned for analysis; however, the reported event of a power cable disconnect alarm was confirmed via the submitted log file. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis; however, a log file was submitted. The submitted log file contained data spanning approximately 6 days ((B)(6) 2022per the timestamp). The log file captured an atypical power cable disconnect alarm active on (B)(6) 2022 at 12:34:58 while connected to battery power due to the rsoc voltage in the white power cable dropping to approximately 0 volts without any power source change or routine voltage depletion. The alarm resolved in the next event (B)(6) 2022 at 12:35:01) when the rsoc voltage in the white power cable was restored to its expected voltage threshold. Pump speed was not affected by the alarm. The log file did not capture any reoccurring alarms, including low voltage alarms in the log file. Multiple attempts were made to obtain additional information about the reported event such as if cleaning the batteries/clips resolve the power cable disconnects, if any other cause identified other than battery and clip connection issue, if any equipment was exchanged? If so, did it resolve the event, and if any products will be returning to abbott; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm conditions, power cable disconnect alarm conditions, low voltage alarm conditions, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3patient handbook and heartmate 3instructions for use (IFU), caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.